Event description:
It was reported that while in the cath lab the md inserted the teflon sheath into the femoral artery and attempted to insert the intra-aortic balloon (iab) through the sheath. The iab became "jammed" in the sheath with the backend of the iab bladder (proximal end) unwrapping. The md removed the jammed iab from the original sheath and inserted another iab without any problems.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.